Manufacturer narrative:
The device was not available for evaluation.

Event description:
It was reported that a patient being rushed to a hospital died when the ambulance carrying the patient crashed into another vehicle. It was reported that the ambulance overturned several times. The patient being transported died at the scene of the crash. There was no report of a product failure during this event. This is being reported as a patient death event occurred while the ems cot was in use.